Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing failure in bipolar, increase in threshold in unipolar and low impedance in both of bipolar and unipolar, and therefore, insulate damage of the lead was strongly suspected. It was noted that the right atrial (ra) lead threshold was also slightly high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.